Manufacturer narrative:
Omit : concomitant med prod data (8015). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported an infusion of fentanyl (2500mcg/250ml) was programmed via interoperability to infuse at 75mcg/hr (7.5ml/hr) however pump was noted to be found infusing at (25mcg/hr) the concentration went from 75mcg to 25mcg. Customer cross checked with infusion verify which was showing 75mcg infusing. There was patient involvement and no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an infusion of fentanyl (2500mcg/250ml) was programmed via interoperability to infuse at 7.5mcg/hr (7.5ml/hr) however pump was noted to be found infusing at (25mcg/hr) the concentration went from 7.5mcg to 2.5mcg. Customer cross checked with infusion verify which was showing 7.5mcg infusing. There was patient involvement and no patient harm.